Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A loth history review (lhr) review is not possible; the manufacturing lot number that was provided is an invalid manufacturing lot number.

Event description:
They informed us that during a procedure this device it seemed occluded. They removed the device. No serious damages for the patient. No sample available. Additional info: administered chemotherapy: oxaliplatin, 5-fluorouracil, lederfolin, thrombosis of the subclavian artery treated in april with heparin, presence of clot removal.